Event description:
It was reported that this left ventricular (lv) lead exhibited a high threshold with high output at 5.0 volts and 1.0 milli seconds. The suspected cause was due to patient condition. The vectors were changed to achieve the lower threshold, and all other vectors had stimulation. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.